Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a meniscus repair procedure, the suture knot of three fast-fix (lot numbers: 2068075, 2266225 and 2066224) was loosened after t2 was deployed. All the t2s were removed from the patient by the gripper and suction. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that the needle overmold assembly was bent. The suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation found that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation or an application of unintended excessive force during manipulation of the suture. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during use in a meniscus repair procedure, the suture knot of the fast-fix was loosened after t2 was deployed. T2 was removed from the patient by the gripper and suction. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.